Manufacturer narrative:
(B)(4). Batch p59059. Investigation summary: the analysis found that one pse60a device was returned with no apparent damage and with two ecr60b reloads present. The reloads were received partially fired 1/16. Further investigation showed that the reload (b) was damaged from the cartridge deck as if was clamped over a hard object. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during and unknown procedure, could not fire. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.